Event description:
Customer called to report that the insulin pump alarmed button error and battery out limit. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose reading was 168 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. The insulin pump esc button did not respond due to moisture damage on keypad trace. The insulin pump was unable to verify battery out limit alarm due to unresponsive button. No moisture damage on electronics noted. The insulin pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.